Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A 10-year-old female patient underwent a catheter placement procedure using hickman/leonard/broviac central venous catheter. Post procedure on (B)(6) 2025, the infusion was paused and vascular access team (vat) reassessed the line, removing the dressing and cleaning the site. The white lumen again flushed easily, showed intermittent blood return with some bubbles, and demonstrated leakage during flushing, though no external break was visible. The line was hubbed and sutured in place, preventing clamping above the suspected break. An oncology resident evaluated the patient, and interventional radiology advised dressing the line while awaiting replacement the next day, obtaining a chest x ray to confirm tip position, and not using the line until replacement. There was no reported patient injury.